Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the cubie had continuously failed. A field service engineer (fse) instructed the customer to reboot the pyxis system, after which the device was observed to be functioning normally. The system functioned as intended after field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer cubie continuously failed and required storage recovery each time to restore functionality. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.